Event description:
It was reported that during implant of the right ventricular lead, high impedance was observed and no capture could be obtained. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.